Manufacturer narrative:
Medwatch sent to FDA on 12/15/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergy and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of allergy and inflammation as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. . These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported prior to injection patient was pretreated with systemic steroids and then injected to the dark circles with juvederm ultra plus xc. An unspecified amount of time later patient developed "allergy and inflammation." Patient was treated with hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with systemic steroids and then injected to the dark circles with juvederm ultra plus xc. An unspecified amount of time later patient developed "allergy and inflammation." Patient was treated with hyaluronidase. Symptoms are ongoing.